Manufacturer narrative:
No device problem found.

Event description:
As part of the (B)(6) study, patient suffered a hematoma and recurrent herination resulting in subsequent surgical intervention 4 days after the barricaid procedure.